Event description:
It was reported the patient underwent total hip arthroplasty on an unknown date. Subsequently, the patient was revised on an unknown date between (B)(6) 2014 and (B)(6) 2014 due to dislocation. The biomet modular head was removed along with the competitor cup and liner. The procedure was completed with a biomet modular head, cup, and liner.

Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions. "

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date and was implanted with competitor acetabular components and biomet femoral components. Subsequently, the patient was revised on (B)(6) 2014 due to dislocation. All components except the femoral stem were removed and replaced with competitor acetabular components and biomet femoral components.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision has occurred. Should additional information be received, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.